Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating low blood glucose readings and hospitalization from the insulin pump. The customer stated that she has been experiencing low blood glucose readings for about a month. The customer stated that she had been waking up unconscious for about a month. The customer stated that the settings may have contributed to the readings. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that she had high blood glucose readings but declined to troubleshoot.